Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on glucose monitor. Customer consumed carbohydrates to address bg. Tandem technical support conducted systems check and the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.